Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic radical resection of esophageal carcinoma. The stapler with reload was unable to fire while being use in stomach tissue. The surgeon was unable to squeeze the handle. There was no injury caused to the patient and no medical intervention was required.